Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-6410, arthroscopy main pump tubing, batch 68861050, was received for investigation. - visual evaluation noted that the colder valve was not completely intact. - functional testing noted a pressure error when running the tubing with an ar-6480 dual wave pump. The tubing pressure was tested with a syringe, and bubbles were noted coming out of the connection between the colder valve and the tubing. - this is a known supplier process issue, and an internal ncr has been opened to address this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/26/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 pump tubing pressure suddenly increased. This occurred during use in a case with no patient effect. Additional information requested.